Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Manual operational test exhibited results that are within specifications. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. No anomalies observed in visual inspection, and no anomalies when the device was powered.

Event description:
It was reported that while the external pulse generator (epg) was in use there was pacing failure. Pacing was attempted at 80 beats per minute, however the device automatically turned off in the middle of the process. The epg was returned for servicing. There was no patient involvement.